Event description:
Philips received a complaint on the v60 ventilator indicating that the device switched modes by itself. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer requested information from the remote service engineer (rse) regarding the switching from pv to CPAP modes. The customer alleged that the device switched modes by itself but could not replicate the situation. The customer provided the device diagnostic report (drpt) to the rse and asked if the rse had seen this issue before. The rse reviewed the drpt provided by the customer and said that it is not possible for the device to change modes on its own. The customer was informed that it takes 3 touches to change the modes and that even if the touchscreen was defective, it would not cause 3 separate touches to occur. In the drpt the rse only saw one occurrence of the mode change which occurred on (B)(6) 2023 which looked to be user initiated. This concluded philips remote support. In a good faith effort (gfe) response from the hospital distributor received, it was confirmed that the device was returned to service. The hospital distributor also confirmed that no patient information was available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.